Event description:
Boston scientific received information that after the recent implant of this left ventricular (lv) lead, the lead became dislodged. Surgical intervention was performed to explant and replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to confirm the reported clinical observations of dislodgement and detailed analysis did not reveal any abnormalities.